Manufacturer narrative:
B3-date of event is estimated. The event of a scheduled system explant was reported to abbott. The patient didn¿t get adequate relief. Surgery took place where the entire system was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.